Event description:
It was reported that the customer alleged the safety bar did not catch while unloading a patient. And the cot dropped. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.